Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was able to be confirmed. The reported difficult to remove and the reported device damaged by another device was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted multiple outer sheath wrinkles and the noted twisted inner member thus resulting in the reported/noted activation/deployment failure and the noted thumbwheel mechanical jam. During removal interaction with the previously deployed right external iliac stent resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted stent damage (broken struts) and the reported damage to the previously deployed right external iliac stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right and left external iliac artery. The 8.0x80mm absolute pro self-expanding stent system (sess) failed to deploy in the left external iliac. Upon removal, the sess jammed against the right external iliac stent previously implanted up to the access point which then migrated to the right femoral artery. A new stent had to be implanted in the right external iliac artery to restructure the entire damaged stent. A new introducer was utilized in the left external iliac artery to deploy a new stent. There was extension in the procedure duration due to the intervention. No additional information was provided. Although additional clarification was requested regarding the migration of the absolute pro stent to the femoral artery yet reportedly was restructured with another stent in the external iliac artery which was the target lesion, the site stated there was no more information available.